Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's reservoir had large air bubbles at the top during therapy. The patient¿s blood glucose was unknown at the time of the incident. During troubleshooting, the customer indicated that they did not allow for insulin to warm to room temperature prior to filling reservoir. The reservoir is not expected to be returned for analysis.